Event description:
It was reported that customer experienced a minimum fill notification preventing normal pump use. There was no adverse impact to the customer¿s blood glucose level. After reporting an o-ring on pneumatic tap, customer was instructed to remove o-ring and load new cartridge, successfully loaded cartridge, resumed insulin delivery, and required no further assistance.

Event description:
It was reported that customer experienced repeated minimum fill and cartridge change notifications while attempting to load insulin cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer cleaned pneumatic area, reloaded same cartridge, and then loaded new cartridge under guidance from technical support, but notifications persisted, so case was escalated for additional assistance and no final resolution was available.